Event description:
New information noted that prior to explant, the patient experienced tachycardia. Programming changes were made to resolve the issue.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented with wound dehiscence and a cloudy discharge on the pocket site due to infection. The whole system was explanted, and a temporary pacemaker was placed. The patient was stable.